Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of 29mm sapien 3 transcatheter heart valve in the aortic position, by transfemoral approach. When advancing the commander delivery system with crimped valve through the esheath, resistance was encountered. The valve could not pass due to kinking in the femoral artery. The commander with crimped valve were removed as a single unit along with the esheath. Upon inspection of the removed devices, it was found the esheath torn and the commander delivery system damaged. Then, a second 29mm sapien 3 valve kit was prepared, and the valve was successfully implanted. The patient did not experience any injury during the event and the patient outcome was good post procedure. As per medical opinion, the root cause of the event is related to the severe vessel tortuosity. Through review of the device photos provided, it was observed that the esheath had a liner strand and liner tear. A balloon leak was observed on the delivery system.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09671.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon leak was confirmed upon evaluation of the returned procedural imagery. However, the complaint for system component damaged was unable to be confirmed as neither the complaint device nor applicable imagery were returned for review. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of balloon leak, as reported, ''as per the device photos provided, it could be observed a balloon leak''. Per notes, ''patient had severe tortuosity.'' Tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system, also increasing resistance. In order to overcome the resistance, excessive manipulation was likely used, which could also result in the balloon leak in combination with the non-coaxial interaction with the crimped valve. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (excessive manipulation, non-coaxial interaction with valve strut) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. For the complaint of system component damaged, as reported, ''during procedure when advancing the commander delivery system with crimped valve through the esheath, resistance was encountered and valve could not pass due to a kinking it the femoral artery.'' Per medical opinion the root cause of the event is related to severe tortuosity.'' Per the training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.'' Without the return of the complaint device or applicable imagery, the type or location of the damage to the delivery system is unknown. However, it is possible the delivery system was kinked as kinking was reported in the femoral artery. The presence of tortuosity within the access vessel can create a constrained condition and likely contributed to difficulty advancing the delivery system through the sheath. Manipulation was likely required to overcome the reported resistance, which may have resulted in the kinking of the delivery system. A definitive root cause is unable to be determined at this time. However, available information suggests that patient factors (tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.